Event description:
Caller reported that pump button was not working, which led to a series of troubleshooting steps. The lights on the pump flashed when placed on the charging pad, indicating a specific issue. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.